Event description:
Doctor stated that when placing the healing abutment (B)(6) 2018 he recognized that the implant thread was defective and the healing abutment was difficult to seat. Consequently, the implant was removed and a new identical implant was placed 1 week later.

Manufacturer narrative:
Zimmer biomet complaint # (B)(4). A tapered screw vent implant (tsvwb11) was returned with a healing collar (hc453), a transfer mount and a retaining screw was returned for inspection. Visual inspection of the as received products identified signs of usage around the external threads of the implant and the mount. There were noticeable nicks around the occlusal surface of the healing collar and discoloration around the threads. The implant drive feature and the healing collar had no evidence of any significant wear or damage. Visual comparison of drawing was consistent with the design of the healing collar and did not identify any manufacturing deviation. The healing collar was functionally tested with the subject implant, and the healing collar successfully engaged into the test implant drive feature as intended. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: zimmer dental: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs' 9658 rev 1-01/15. Information identified: healing collars - for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter and cuff height. The numbers for implant platform and emergence profile show only the initial digit of the related measurement. The complainant reported that the implant thread was defective and healing abutment had difficulty seating which led to the removal of the implant. The complaint was unconfirmed, as the healing collar successfully threaded into the test implant drive feature as intended during functional testing. A singular root cause could not be identified.